Event description:
Information received indicates that patient who was implanted with perigee on (B) (6) 2008 was evaluated on (B) (6) 2008 experienced urinary incontinence-worsening stress and sui since procedure. No medical action was taken at that time. Information on 5/14/08 stated that patient was scheduled for (B) (6) 2008 to have a monarc implanted. Additional information received on 8/24/09 indicates that patient had a miniarc sling procedure and the incontinence was resolved on (B) (6) 2008.